Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed failed battery, weak battery and blank display. The customer's blood glucose level was 127 mg/dl at the time of incident. The customer reported getting a low battery and changed the battery. The customer reported getting a failed battery test and putting in new battery. Two days later received weak battery and then reoccurring battery failed tests. The customer did troubleshoot the issues and was able to clear the blank display. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The device was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit and failed battery test alarms during testing. The insulin pump passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had a cracked reservoir tube lip.